Event description:
During a ptca treatment procedure involving a 90% stenotic lesion in the proximal portion of the lad coronary artery, the maverick2 monorail balloon was suspected to have ruptured at 4 atmospheres on the initial inflation. The patient was asymptomatic during this event. The maverick2 monorail catheter was removed and replaced with another catheter to complete the procedure. A 6f medikit introducer sheath, a space alloy 8 guidewire (size unknown), a 6f mach1 fl4 guide catheter and an acs inflation device were also used in this case. The procedure was successfully completed. Patient status is reported as 'good'.